Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient's infusion set tubing was detached from connector on (B)(6) 2024. The issue occurred with three similar types of infusion sets used for one to two days. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-36398. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated tubing detached from tubing-tubing connector. The batch 6006738 in question was manufactured at the reynosa site. Complaint investigation test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional test (static pull test) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006738 was manufactured according to the wi version 112 manufactured in the line 8, on 22/apr/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4d02499 was manufactured according to the wi version 63 manufactured in the line/machine sc04, on 21/apr/2024 with a total of (B)(4) units. The lot 4d02498 was manufactured according to the wi version 63 manufactured in the line/machine sc04, on 19/apr/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 02/jun/2025 against malfunction code evaluated tubing detached from tubing-tubing connector and lot 6006738 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.